Manufacturer narrative:
The fse replaced the power supply and power management board to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is not working on ac power and the battery is not charging. The customer reported there was no patient involvement.